Event description:
It was reported hypoattenuated thickening (hat) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. The patient presented for routine follow up and imaging revealed hypoattenuated thickening (hat). The specific hat grade was not known. The patient did not have any symptoms. There were no corrective actions or diagnostic tests associated with the finding. There was no change in implant position and no leaks noted. The patient will continue on oral anticoagulation (oac) medication and be monitored at the next follow up. The patient was discharged.